Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was not duplicated. The pump was found to have a force sensor bridge test failure verified in the history logs. The pump was in used and good condition. Service history review identified that the device was last serviced for an issue related to "force sensor bridge test failure that occurred during testing and the manufacturer representative replaced the main printed circuit board (pcb) and the pump passed all testing after repair." The cause of the customer reported problem for this event was the clutch failed to function. The manufacturer representative replaced the clutch and plunger cable. Calibration and motor drive test was performed, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a "force sensor bridge test failure." There was unknown patient involvement, and there was unknown signs or symptoms experienced.